Event description:
Additional information received noted that the patient had to have the device taken out to have an MRI on right shoulder.

Event description:
It was reported that the device was removed on (B)(6) 2013 so that the patient could have an MRI performed on their shoulder. The device will not be re-implanted as it failed to work for the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# v562221, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)